Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer was unable to boot, and that the printer needed to be repaired. Analysis indicated that the programmer had internal and external contamination. The programmer will be scrapped.

Event description:
It was reported that the programmer could not boot up, the back cover was missing, and the printer needed to be repaired. The programmer was returned to service. There was no patient involvement.